Event description:
Additional information was received indicating that the patient underwent surgery on 14feb2023 wherein the patients scs system was explanted.

Manufacturer narrative:
The patient experienced lead migration following a car accident. X-rays indicate that one of the patients implanted leads was fractured. The patient underwent surgery wherein the patients scs system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-00580. It was reported the patient experienced a lead migration following a car accident. X-rays indicate that one of the patients implanted leads was fractured. Surgical intervention may be pending to address the issue.